Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter inside the auxiliary water tube and blurry image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the blurry image was liquid immersion in the charged coupled device (ccd) objective lens, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. The most probable root cause of the foreign matter inside the auxiliary water tube is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.